Event description:
(B)(4). I have 9-10 day periods, starting with spotting for 3-4 days, heavy bleeding for 2 days, normal bleeding for a day or two, then 2-3 of spotting. I have had more cramping during my heavy days than ever since the procedure. I have also had fatigue more than normal. I have talked about these concerns with my ob/gyn a couple times, and they suggested that I go on the pill to control my period. I have been very hesitant, because I got essure to be my only form of birth control. I got it so that I didn't have to bother with taking a pill daily.